Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Review of radiographs shows that there was eccentric positioning of the femoral head within acetabular cup secondary to liner wear. Cortical thickening of the right medial acetabular wall with cup abduction angle measuring 51 degrees. An acetabular fixation screw slightly traverses the medial wall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown liner lot# unknown, item# unknown unknown biomet stem lot# unknown, item# unknown unknown head lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient had revision surgery due to cup migration. Attempts were made to obtain additional information; however, none was available.